Manufacturer narrative:
Other applicable components are: product ID 37754 , serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they started having difficulty char ging over a year ago, the device wasn't helping, and they had difficulty being able to contact someone to help with the recharging problems so they stopped using the device. The implantable neurostimulator (ins) then became overdischarged so they met with the rep. To address the overdischarge. Currently the consumer had an active power on reset (por) condition, but when they were charging normally at home on (B)(6) 2016 they reported the device wasn't working, they were getting very high stimulation, and were shaking. Another short physician mode recharge (pmr) was performed to reset the ins, and then stimulation was shut off and the issue was resolved. It was noted the consumer wasn't going to charge again until meeting with the rep. To check the system. The rep. Met with the consumer on (B)(6) and performed a por. The rep also gave the consumer three programs which according to the consumer "the device never worked better allowing them to lie down and feel like they have a life" since prior to this they had pain. Following this the consumer was happy and educated on recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.